Event description:
The MFR received info alleging a low battery alarm condition occurred and the ventilator's battery would not charge. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The service eval found that the battery was unable to hold a charge due to normal wear associated with rechargeable batteries. A review of the device's service history record indicates the device has not returned for service since 1994. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01. Conclusions: device was scrapped.